Manufacturer narrative:
Abdominal hernias are usually caused by high intra-abdominal pressure on a weak point of the muscular layers that make the abdominal walls. There are many factors associated to the risk of abdominal hernia in peritoneal dialysis patients with end-stage chronic disease. At the time of this review, there is no medical information allowing us to analyze a relationship between the use of peritoneal dialysis solution and abdominal hernia in this patient. The patient continued with ccpd. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver called technical services as the patient had abdominal pain and was feeling "full" and "tight". The patient had relief when they drained. It was mentioned that the patient had a "surgical" hernia. Follow-up with the peritoneal dialysis (pd) nurse reported she did not know when the event occurred. The hernia was 1-2 inches above the naval and the cause is unknown. The patient has not received any medical intervention for the hernia, the situation remains monitored, and she continued to perform pd therapy despite the event. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The complaint could not be confirmed.

Manufacturer narrative:
Clinical evaluation: the ventral hernia was reported as a surgical hernia and not related to peritoneal dialysis with fresenius products.

Event description:
Medical records were received from the patient's treatment facility. A computed tomography (CT) scan on (B)(6) 2015 revealed a non-incarcerated fat containing ventral hernia. On (B)(6) 2015, a non-tunneled central venous hemodialysis (hd) catheter was placed and the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2015, a tunneled center venous hd catheter was placed. The patient changed dialysis modalities from continuous cycler- assisted peritoneal dialysis (ccpd) therapy to continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2015, the patient was discharged from the hospital and was scheduled for peritoneal dialysis (pd) catheter removal on (B)(6) 2015, and prescribed in-center intermittent hd therapy.